Event description:
It was reported that the ilet pump¿s wake/sleep function became unresponsive to the top wake button for approximately two weeks, and the user could only wake the device by placing it on the charging pad, while meal announcements, correction algorithm function, and supply changes remained possible. Symptoms included no adverse health effects and stable blood glucose. Outcomes included no medical intervention, no hospitalization, and continued diabetes management using the existing system and cgm. Investigation included remote troubleshooting, user-guided inspection, confirmation of proper use, and review of device behavior. Investigation of this device was confirmed and revealed a suspected failure of the user interface wake button mechanism or associated touch/activation circuitry, consistent with a hardware malfunction isolated to the wake control input while core pump functions and algorithms operated as intended. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the wake/sleep button interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."